Manufacturer narrative:
Results: a sample was not returned for evaluation, however, the customer provided five photos for investigation. A photo inspection showed three tubes with pronounced, sharp plastic points on their bottoms. No quality notifications or other issues relating to the reported defect were identified in the device history record. Conclusion: our quality engineer notes that the most likely root cause for this defect is associated with the gate of the molding tool on a particular cavity, which has allowed excess polymer through, causing the stub. This is the first complaint of this nature on this lot number. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends. UDI #: (B)(4).

Event description:
It was reported that while pushing a 13mm x 75mm 2.0ml bd vacutainer® k2edta tube into a holder, a burr on the bottom of the tube cut a nurse's finger. There was no report of serious injury or medical intervention.